Manufacturer narrative:
Follow-up received on 08-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: 50700145; production date: feb-2013; expiration date: 30-nov-2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. (B)(4) further ae case reports have been received to date in relation to the reported batch, of which (B)(4) case refers also to similar types of adverse events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded an unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information from 12-aug-2015: FDA case number (docket number) received: FDA-2014-n-0736-0226. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain since the first day of insertion and she started bleeding more in the following months. She had essure removed surgically along with her fallopian tubes. These events, interpreted as unspecified pain and genital bleeding, are listed in the reference safety information for essure. In this particular, the consumer experienced chronic pain since day of insertion and in the following months she had bleedings while on essure. Considering the suggestive temporal relationship of both events and lack of alternative explanation, pain and genital bleeding are assessed as related. This case is regarded as incident since a device removal was required. A review of manufacturing batch record confirmed that this lot met all release requirements. However, since no product was returned it was not possible to confirm any quality defect or device malfunction. (B)(4) further ae case reports have been received until 08-sep-2015 in relation to the reported batch, of which (B)(4) case refers also to similar types of adverse events. No unusual pattern could be identified. In conclusion, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This spontaneous case report was received on 25-feb-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5033724, received at FDA on 02-jan-2014). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert), lot number 50700145, implanted on (B)(6) 2013, and since then experienced severe allergies that did not respond to any over the counter medicine, severe headaches that did not respond to regular over the counter medicine, pain the lower abdomen, sharp pain when I stretch in certain directions, severe lower back pain, fatigue, constipation, and weight gain even with diet and exercise. On FDA form it was reported, report type was 'injury', outcome of events was 'required intervention' correction: this spontaneous case report was received on 24-feb-2014 not on 25-feb-2014. Follow up received on 12-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA case number not received, awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that she had essure inserted for permanent birth control. She stated that she was in pain from the very day it was inserted and she said the pain should go away after a couple of days but it didn't. She kept calling to let her know of her pain but the nurse who took her calls said it could just be a cyst, or appendix. Her feet began to swell. She looked puffy in the face and, her body was looking inflamed within 8 weeks of the procedure. The pain did not go away. When she returned for her 3 months ultrasound thought they would do the dye test but they said they did not have to. The vaginal ultrasound was painful, she was in so much pain that they had to stop. She told the technician this was not normal for her to have pain but she said she would tell the doctor and that was it. For the months to come. She was bleeding more, had more pelvic pain, excessive bloating, inflammation, swollen feet and hands. She began to notice more bladder infections, incontinence and vaginal odor. She developed metallic taste in her mouth, had unexplained diarrhea, sleeplessness, unexplained fevers, sinus infections, weight gain. The quality of life was less than she ever expected or imagined and no doctor believed that her symptoms were related to essure. She had essure removed surgically along with her fallopian tubes. She reported that she regret having agreed to the essure procedure. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain since the first day of insertion and she started bleeding more in the following months. She had essure removed surgically along with her fallopian tubes. These events, interpreted as unspecified pain and genital bleeding, are listed in the reference safety information for essure. In this particular, the consumer experienced chronic pain since day of insertion and in the following months she had bleedings while on essure. Considering the suggestive temporal relationship of both events and lack of alternative explanation, pain and genital bleeding are assessed as related. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.